Manufacturer narrative:
Several types of specialty tops can be attached to the allen advance table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the allen advance table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The allen advance table contains electronic locking casters that permit the allen advance table to be moved and locked into position by use of an electronic control on the allen advance table pendant. Upon on-site inspection, it was determined that the brake casters were worn and needed to be replaced. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an allen advance table brakes not holding were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that allen advance table brake casters were not holding. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.